Event description:
Patient was revised due to elevated ion levels. **update** (B)(6) 2012 - medical records were received. The revision operative report indicated that there was significant corrosion present at the juncture between the trunnion of the femoral stem and the femoral head.

Event description:
Patient was revised due to elevated ion levels. Update: (B)(4) 2012 - medical records were received. The revision operative report indicated that there was significant corrosion present at the juncture between the trunnion of the femoral stem and the femoral head. The complaint was reopened to add the femoral stem and adapter sleeve. Update: (B)(4) 2012: litigation alleges that the asr right hip implant caused extensive pain and discomfort in the patient. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified correct lot information for the stem. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, lot #, manufacture date. Depuy still considers this investigation closed.